Event description:
It was reported that in 2005, the patient felt pain and the x-ray showed one screw broken. On 10th may 2005, the surgeon removed all the implants. The information available indicates that this surgery was for hardware removal only and not a revision.